Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 580mg/dl. It was stated that the customer was experiencing high glucose since the past week. Reviewed the alarm history and found multiple no delivery, off no power, and low battery alarms. It was stated that the infusion set was changed to resolve the issue. Troubleshooting was not performed, as the caller insisted in having a replacement of the insulin pump. Advised that the customer should discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.